Manufacturer narrative:
(B)(4). Method: the device was reported as not available for return and analysis. The reporter was unable to provide a lot number; thus, the device history record (DHR) review cannot be conducted. Results: as the device and lot number were unavailable for analysis, no methods were performed. Therefore, results cannot be obtained. Although, the pump model and lot number could not be confirmed, the on-q pump with ondemand instructions for use (IFU) specifies the following: "warning bolus is deliverable on demand. To reduce potential adverse effects, medication dosing should be based on the total flow rate. Total flow rate refers to bolus + basal rate. To reduce potential adverse effects, medication dosing should be based on the total flow rate. To prevent continuous over-delivery of medication significantly greater than the total flow rate, close the clamp if any of the following conditions occur: the red tab is not removed or breaks while removing. The orange bolus refill indicator is not near the top at all times except within 60 minutes of pressing the bolus button. The bolus button will not latch except within 30 minutes of pressing the bolus button. If the bolus button does not pop back up within 30 minutes of pressing it, check position of orange indicator: if orange indicator is in the bottom position, close the clamp. Continuous medication delivery may be occurring significantly greater than the total flow rate. If orange indicator is in the top position: something may be impeding the flow. Check for tubing kinks, closed clamp or patency of connected devices such as catheter or unvented filter (verify patency) according to your standard protocol." Conclusions: the device was not returned to halyard for evaluation, therefore we are unable to determine the cause for the reported event. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Event description:
Fill volume: asku. Flow rate: 8ml/hr. Procedure: foot surgery ((B)(6) 2015). Cathplace: popliteal block. It was reported that a bolus device was stuck during use of a pump. The patient's family member reported that the bolus button was stuck with the orange refill indicator at the lower most position for one hour. The family member was advised to clamp the pump. Once the pump was clamped for a few minutes, the bolus button popped back up and the orange refill indicator began to rise. The patient was reported to be doing fine. Additional information was received on 08/07/2015. Prior to the bolus button becoming stuck, the catheter was leaking a bit; therefore, a patient's family member placed some tegaderm over the area that was leaking. After placing the tegaderm, the bolus button became stuck. Once the tegaderm was cut off and the line was clamped, the bolus button popped back up. The pump remained clamped for 1 hour, until some of the numbness wore off and the patient began getting feeling back to the area of the nerve block. The pump was restarted and infused for 24 additional hours (total of 48 hours) without incident. The patient's family member reported that the patient did not have any injury other than the extra numbness to the area that received the nerve block. The device was discarded and is no longer available for return and evaluation.